Event description:
Reported due to posterior foot break. The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. It is unknown if fluoroscopy was performed prior to the closure prodedure, therefore, the vessel size and confirmation of the arteriotomy site are also unknown. It was reported that there was no vessel calcification. Reportedly, the physician experienced resistance upon removal of the device and "applied additional force" to remove the device. Upon removal, "the foot and link were separated from the device." It is unknown how hemostasis was achieved, however, there was no reported patient injury. Although multiple requests were made, no additional patient information was provided.